Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when inserting the ik wire into the sheath, the valve collapsed. The sheath was removed over the wire and an impella was inserted. The blood loss was greater than 250cc's. The procedure outcome was successful, and the patient was in stable condition. Additional information was received on july 23, 2018. The procedure was a percutaneous coronary intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation.. The statement that was initially reported: (B)(4). One 11 fr ik sheath was received for product evaluation. No other components were received with the sheath. The sheath was subjected to visual analysis, and the valve could be seen partially dislodged into the hub of the sheath. The valve was then removed from the sheath and examined. There was an off-center discoloration present on both the topside and bottom side of the valve. There were no other anomalies noted with the valve. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.